Manufacturer narrative:
Result of investigation: the most probable root cause for the issue described by the customer "a sudden explosion sound was heard from inside the host. Immediately after, the monitor turned blue and showed no image. Smoke was seen coming out of the host, accompanied by a strong burnt smell" is a defect of the power supply. Because of no product return, this root cause is just an estimation based on similar complaints. The conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pick up in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during the user's operation, a sudden explosion sound was heard from inside the host. Immediately after, the monitor turned blue and showed no image. Smoke was seen coming out of the host, accompanied by a strong burnt smell. No one was injured. No negative impact in state of health reported.